Event description:
It was reported that on (B)(6) 2013 while in use with a patient the autopulse resuscitation system turned on the lifeband would not retract. Customer did not observe any error codes on the lcd display of the device. Customer utilized another platform. The customer was able to duplicate the failure with a mannequin back at the station. No adverse patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed that the motor cover was damaged, a patient restraint pin was missing and the battery partition cover was partially dislodged. A definitive cause for these physical damages could not be determined. Functional testing of the platform was performed by running the platform for 21 minutes. Following this test, the platform was again run with the large resuscitation test fixture (equivalent to a 250 pound patient). The platform functioned as intended during these tests and met functional test requirements. A review of the archive was also performed and multiple user advisory 18 (max take-up revolutions exceeded) and user advisory 45 (not at "home position after power-on/restart) faults were noted on the reported event date of (B)(6) 2013. Based on the observation of ua 45 faults, the reported complaint has been confirmed since this specific user advisory (ua45) can lead to the reported issue of lifeband not pulling down. The archive also showed that a single battery with s/n (B)(4) was used with this platform between (B)(6) 2013 and (B)(6) 2013. The battery may have been a possible contributing factor to the reported event, however this cannot be confirmed as the battery was not returned to zoll for evaluation. Based on the evaluation of the platform, a definitive root cause for observed user advisory faults as well as the reported issue of the lifeband not pulling down could not be determined.